Event description:
Information was received indicating that the subglottic line of a smiths medical portex® bivona® tracheostomy tube seemed to be clogged. The leads to the line were disconnected and 300mls of fluid were withdrawn from the patient. It was noted that 400mls of fluid were later removed; ruling out that the line was not clogged. Optimal pressures for the trach were noted to be 25-30 degrees celsius of water, so a cuffilator was ordered to maintain pressures. It was reported that the patient was uncomfortable at that time. There were no reported adverse patient effects.